Event description:
It was reported that the user awoke overnight with a fingerstick glucose of 32 mg/dl after consuming two italian ices before bed due to concern for nocturnal hypoglycemia; pump data and user report indicated overnight hyperglycemia reported at 341 mg/dl followed by an automated correction that contributed to the low. Education was provided that extra sugar at night is not needed, with device type identified as ilet and treatment as oral glucose. Symptoms included hypoglycemia with spotty vision and presyncope, as well as preceding hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.